Event description:
White flakes from the white strips used to identify item as "sharps disposal" came in contact with the sterile field. The white strip from which the flakes apparently came from is placed by the MFR on the magnetic side of the sharps container.